Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis investigation. Instrument logs were reviewed for the two mega suturecut needle driver instruments that were used during the procedure. A mega suturecut instrument with lot number k10230122-0003 was used in subsequent procedures and has 14 uses remaining. A mega suturecut instrument with lot number k11220627-0040 had 5 uses remaining, however was last used during this procedure on (B)(6) 2023) and therefore presumed to be the event instrument.

Event description:
A user facility medwatch report was received stating: "laparoscopic mega needle driver broke while in use to sew mesh in place. All pieces retrieved. No injury to patient. No foreign body." The procedure performed was a robotic laparoscopic recurrent hernia repair. Follow-up investigation was performed with the hospital operating room director who stated that at no time did a piece fall into the patient. The or director further stated that the mega suturecut needle driver instrument wire broke while in use. In accordance with their standard protocol, the instrument was removed and an x-ray was taken with the result being negative for foreign body. A new needle driver was opened and used to complete the procedure robotically as planned with no reported injury and the patient was discharged. No additional information was provided.